Event description:
It was reported that this was an arteriotomy closure of an unspecified access site using a prostyle device after an unknown procedure. Reportedly, a device failure occurred, and the device was removed. The method used to achieve hemostasis was bot provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 09/12/2024.

Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a query of the complaint handling database for the reported lot was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device returning from yes to no. E1: first, last name, middle name, and title updated. E3: occupation updated from nurse to physician.